Event description:
One blood leak occurred immediately after start of dialysis at the initial use. The dialyzer was reprocessed before its use. The patient is well. The blood loss volume was not reported.